Manufacturer narrative:
Correction: to b3 of the previous report should have been feb 17, 2025 not feb 16, 2025. The reported events were failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a lead revision. Device interrogation revealed loss of capture and helix issue on the right ventricular (rv) lead. During the surgery patient had appeared to sustain an asystole that was stabilized via CPR. The physician elected to explant and replace the rv lead. The patient was in stable condition.